Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one patient control module (pcm) for evaluation. The reported condition was not confirmed. Visual examination of the device showed no signs of abnormality on the white button that could have caused the reported condition. A functional flow test was performed. Flow was also readily observed when the pcm's button was pressed with an average dispensed volume of 1.99 ml. The average dispensed volume was found to be within specification (1.80-2.20 ml). During functional testing, the white button came back up after it was pushed. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an infusor patient control module (pcm) button would stay pushed down during patient use. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This is a product not distributed in the us and does not have a 510k number. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.